Event description:
Pt alleges having a dry mouth, allergic reaction symptoms, itchy breasts, numbness in her arm, keratosis on her eyes, cyst in her nipples, problems with her vagina and bowels, her implants have ruptured, migrated and are deformed. Pt also alleges having a golfball size tumor which was silicone because her implant ruptured. Operative report states that the left implant was mushy with an unusual irregular appearance. At the time of exploration it was found to be ruptured but appeared to be contained within the capsular material, although there were granulomas present. The right implant was found to be intact.